Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set and failure to follow the ketone action plan by not replacing the infusion set and not checking for ketones when experiencing prolonged hyperglycemia. Alerts not consistently marked as acknowledged likely contributed to the severity of this event. The user received re-training from the clinical support specialist.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/28/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. The user experienced diabetic ketoacidosis (dka) and was hospitalized on (B)(6) 2024 after their blood glucose levels rose above 400 mg/dl. The user switched from the convatec contact detach (23", 6mm) infusion set to the convatec inset (23", 6mm) teflon infusion set due to pain at the site, which they suspect may have led to the hospitalization. The user's wife called 911 and ems transported the user to the ER. The user experienced vomiting, and dka was confirmed at the hospital. After admission, the user received fluids and insulin and was released the following day, (B)(6) 2024. The wife does not recall if the infusion set site was bent or of any other issues with the supplies since these were removed when the user was in the ER. Upon trying to reconnect to the ilet system after discharge, the user's blood glucose levels rose again, prompting the user to discontinue use of the ilet and revert to manual injections. The user has not resumed using the ilet system.